Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 7/8/2018. Device evaluation summary: it was reported that a (B)(6) year-old female underwent breast augmentation revision with a 425cc mentor memorygel breast implant. On (B)(6) 2018 rupture was observed, and on (B)(6) 2018 was diagnosed by magnetic resonance imaging. Capsular contracture was noted later. Upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device. Gel was observed on the shell surface. During visual examination, the product evaluation team observed the device severely rented. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; the product evaluation team concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of rupture was confirmed since the device was found severely rented. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. No corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. There is no evidence that the issue is related with manufacturing. Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. According to the information provided, the product evaluation team concluded the capsular contracture in the patient breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The device history record ( DHR) of lot number 5557836 was reviewed on 6/6/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Additional information was received on 6/12/2018 with the field experience report and replacement surgery operative report. The event date was updated. The patient was also reported to have experienced mild capsular contracture (baker's grade unknown) in addition to rupture. When the devices were removed bilateral prosthesis replacement with 475cc mentor gel implants was also performed. No procedural complications were noted, and the patient was delivered to the recovery room in stable condition. The mentor failure analysis lab received the device for evaluation on 6/16/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: 425cc mentor memorygel breast implant, catalog #3504254bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast augmentation revision with a 425cc mentor memorygel breast implant. On (B)(6) 2018 rupture was observed, and on (B)(6) 2018 was diagnosed by magnetic resonance imaging. As a result, the device was explanted on (B)(6) 2018.